Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer had bent cannulas, but didn't get no delivery alarms. There was no tubing clamp to conduct the high pressure test. Nothing further was reported.